Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a peritoneal sac leak coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritoneal sac leak was not reported and no further detail was provided. As a result of the peritoneal sac leak, the patient had fluid between their lungs and rib cage up to their heart. On an unreported date, the patient was hospitalized for the event. Treatment was not reported. No further information was provided regarding the outcome of the patient. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, but revealed a similar complaint ((B)(4)). Should additional relevant information become available, a supplemental report will be submitted.